Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: on investigation, the alleged damaged casing issue was verified. The battery compartment was found to have cracked in the threads area above the grip pad. Using a test battery cap, the pump powered up to the display with auditory and vibratory features. Unrelated to the complaint, the display was found to be dim with pinkish contrast. The bolus button cover was torn while the button responded properly. The keypad cover was undamaged while the contrast button responded intermittently. Removal of the keypad cover found contamination under all the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).